Event description:
This patient underwent a bilateral tram flap with placement of bilateral implants. The patient noticed that, approximately a year ago, the right breast was slightly smaller. The patient came for follow-up and an ultrasound confirmed that the right implant had ruptured. Surgery to remove the implant and replace it was performed.